Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male developed a red itchy rash on his skin under the chest strap and under the pad on the pt's left breast and under the right electrode. The pt's dr prescribed an ointment to treat the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the MFR. No equipment deficiencies were alleged against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.